Manufacturer narrative:
Evaluation results, conclusions: haemorrhage. (B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 19 months post index procedure, the patient experienced a gi bleed which was treated with medication. Investigator assessed that the event was not related to the study device.